Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: one half full syringe has been returned. Number of units and lot are in accordance with the report. The flange of the syringe is broken. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The root cause could not be determined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated.

Event description:
It was reported that "when pushing the finger grip of the syringe to inject deflux, the flange broke during use. Therefore, it was replaced with a new one to complete the procedure. No injury to the patient or the physician occurred."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when pushing the finger grip of the syringe to inject deflux, the flange broke during use. Therefore, it was replaced with a new one to complete the procedure. No injury to the patient or the physician occurred.".